Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had an echocardiogram and the leadless implantable pulse generator (ipg) was outputting at full pace. The patient asked if it can be turned off or removed. The patient stated "I wasn't really conducive to have it. I didn't think I needed it. My heart went haywire coming out of a surgery (open heart surgery) and they insisted putting a pacemaker in. I went to have an echo yesterday and they said it was at full pace. The cardiologist put it down to such a low rate. I was having issues with rapid heart rate. The doctor told me he turned it way down". The patient also reported have an "infection" and "now I'm having symptoms". The leadless implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.